Event description:
When inserting a vena cava filter via the femoral route, the device did not deploy correctly and migrated to the heart. Significantly lengthened procedure. Device recovered by lasso in jugular after two hours. No cavography in this patient with renal failure. The indication for placement is macroscopic hematuria, contraindicating anticoagulation initially planned for a pulmonary embolism.